Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, there was stripes/threads on intraocular lens. Some of the stripes/threads could be polished away, some were not possible to remove. The lens was implanted but not explanted. Additional information was requested, but further no information was available.

Manufacturer narrative:
The used company cartridge was returned for evaluation. The used company cartridge was microscopically examined. No ¿threads¿ were observed in the cartridge. The returned cartridge had dried viscoelastic. The used company cartridge had evidence of placement into a handpiece. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Internal damage was observed with disruption in the coating on the left side of the tip. The provided photo matched the returned product. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A non-qualified lens model was indicated. The company lens model is only qualified for use in the company specified cartridges. In addition, a non-qualified viscoelastic was indicated. The handpiece used was not provided. It is unknown if a qualified product was used. The root cause for the reported issue could not be determined. Based on the review of the returned used company cartridge, the reported ¿thread¿ material may have been internal coating material from the damaged company cartridge tip. The root cause may be related to a failure to follow the IFU. A non-qualified lens model and viscoelastic were used. The handpiece information was not provided. It is unknown if a qualified handpiece was used. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).